Event description:
It was reported by the customer that on (B)(6) 2010, the laser beam went straight; the fiber fired straight at 88,000 joules. No patient injury was reported. The device was not returned for evaluation.